Manufacturer narrative:
The reported issue that the device had an occlusion alarm on the patient side during lipid infusion could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module was reported to have been in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the device had an occlusion alarm on the patient side during lipid infusion. Upon inspection, the line was not occluded. After disconnecting the line from the patient, the infusion was restarted and the device continued to alarm. There was no injury or death caused to the patient. Although requested, no additional information was provided.

Manufacturer narrative:
The reported issue that the device had an occlusion alarm on the patient side during lipid infusion could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module was reported to have been in use for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was patient involvement.

Event description:
It was reported that the device had an occlusion alarm on the patient side during lipid infusion. Upon inspection, the line was not occluded. After disconnecting the line from the patient, the infusion was restarted and the device continued to alarm. There was no injury or death caused to the patient. Although requested, no additional information was provided.